Manufacturer narrative:
Additional narrative: the patient underwent the concurrent procedure of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that following insertion the patient experienced pain and extrusion.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.